Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed using intracardiac echocardiogram (ice) imaging. Right groin femoral access was obtained. Pre-procedure imaging confirmed there was a baseline trivial pe. A watchman access system (was) was inserted and transseptal access was performed. The transseptal septum was dilated with the was so the ice catheter could be advanced across. The ice catheter was taken across to acquire measurements of the laa. A pigtail catheter was placed in the laa for a contrast shot. The pigtail catheter was removed and a 24mm watchman flx pro closure device and delivery system (wds) was inserted and then deployed in the laa, but the positioning of the device was mispositioned, so the physician recaptured the device to better position it. After the recapture the positioning of the wds looked much better and the physician then determined the device met release criteria, so the closure device was released and implanted. The was and the wds was removed from the patient. The physician checked imaging and noticed that the pe had started to grow significantly. A pericardiocentesis was performed. The patients' blood pressure did drop for a short time, but after the pericardiocentesis was completed, the blood pressure rose back up. The patients EKG did not change during the event. The patient was stable, and the procedure was concluded. The patient remains hospitalized. The physician believes the recapturing of the wds may have caused the pe.

Manufacturer narrative:
B5: information added. H6 patient code added: cardiac tamponade.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed using intracardiac echocardiogram (ice) imaging. Right groin femoral access was obtained. Pre procedure imaging confirmed there was a baseline trivial pe. A watchman access system (was) was inserted and transseptal access was performed. The transseptal septum was dilated with the was so the ice catheter could be advanced across. The ice catheter was taken across to acquire measurements of the laa. A pigtail catheter was placed in the laa for a contrast shot. The pigtail catheter was removed and a 24mm watchman flx pro closure device and delivery system (wds) was inserted and then deployed in the laa, but the positioning of the device was mispositioned, so the physician recaptured the device to better position it. After the recapture the positioning of the wds looked much better and the physician then determined the device met release criteria, so the closure device was released and implanted. The was and the wds was removed from the patient. The physician checked imaging and noticed that the pe had started to grow significantly. A pericardiocentesis was performed. The patients' blood pressure did drop for a short time, but after the pericardiocentesis was completed, the blood pressure rose back up. The patients EKG did not change during the event. The patient was stable, and the procedure was concluded. The patient remains hospitalized. The physician believes the recapturing of the wds may have caused the pe. It was further reported the patient also experienced cardiac tamponade during the event.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed using intracardiac echocardiogram (ice) imaging. Right groin femoral access was obtained. Pre procedure imaging confirmed there was a baseline trivial pe. A watchman access system (was) was inserted and transseptal access was performed. The transseptal septum was dilated with the was so the ice catheter could be advanced across. The ice catheter was taken across to acquire measurements of the laa. A pigtail catheter was placed in the laa for a contrast shot. The pigtail catheter was removed and a 24mm watchman flx pro closure device and delivery system (wds) was inserted and then deployed in the laa, but the positioning of the device was mispositioned, so the physician recaptured the device to better position it. After the recapture the positioning of the wds looked much better and the physician then determined the device met release criteria, so the closure device was released and implanted. The was and the wds was removed from the patient. The physician checked imaging and noticed that the pe had started to grow significantly. A pericardiocentesis was performed. The patients' blood pressure did drop for a short time, but after the pericardiocentesis was completed, the blood pressure rose back up. The patients EKG did not change during the event. The patient was stable, and the procedure was concluded. The patient remains hospitalized. The physician believes the recapturing of the wds may have caused the pe.it was further reported the patient also experienced cardiac tamponade during the event.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.